Event description:
A pump malfunction was reported by the caller. There was no reported impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support again if the issue reappeared. No further actions were needed from the caller at that time.